Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. They aspirated 6 cc of water from the balloon, but the syringe would not pull the rest from the balloon. The user then confirmed that the catheter balloon was still inflated per the echo diagnosis, and the urologist completed a percutaneous puncture to remove the catheter from the patient. Per additional information from the ibc via email 17dec2019; there were no missing pieces to the punctured balloon, the balloon appeared to be intact per visual inspection from the ibc.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. They aspirated 6 cc of water from the balloon, but the syringe would not pull the rest from the balloon. The user then confirmed that the catheter balloon was still inflated per the echo diagnosis, and the urologist completed a percutaneous puncture to remove the catheter from the patient. Per additional information from the ibc via email 17dec2019; there were no missing pieces to the punctured balloon, the balloon appeared to be intact per visual inspection from the ibc.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found that the returned catheter could not be fully deflated due to a poorly snipped eye which caused the non-deflation issue. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] 1. Method of use the device is intended for single use only and is not reusable. (10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.